Manufacturer narrative:
Implanting physician: dr.(B)(6). Explanting/treating physician: dr. (B)(6). Pathologist/diagnosing physician: dr. (B)(6). Radiologist/diagnosing physicians: dr. (B)(6), dra. (B)(6). Oncologist: dr. (B)(6). Clarification to b3 date of event: partial date of "march 2025." A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents rmf-chl-bi family (v15.0) was performed, and the event of lymphoma ¿ alcl is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of "seroma-late" and "lymphoma-alcl" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "excess periprosthetic fluid"; diagnosed with bia-alcl.

Event description:
Patient representative reported right side "began to release a large amount of seroma" and "patient began to feel a lot of pain that was accompanied by swelling and redness that caused an easily perceptible asymmetry". Healthcare professional prescribed antibiotics to relieve the symptoms and ordered an ultrasound-guided puncture of the "excess periprosthetic fluid". Patient representative reported "210 ml of fluid was removed from the right breast and sent for analysis", and the patient "was subsequently diagnosed with large t-cell anaplastic lymphoma (bia-alcl)". Pathological markers cd30+ and alk- confirming bia-alcl have been received. Device remains implanted.